Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported the customer experienced a possible under infusion/back check valve failure. There was patient involvement however patient outcome is unknown. This was reported to bd representative's while on site.

Manufacturer narrative:
Additional information: manufacturer narrative root cause: the root cause of the under infusion/back check valve failure could not be determined since no devices or logs being returned for inspection. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported the customer experienced a possible under infusion/back check valve failure. There was patient involvement however patient outcome is unknown. This was reported to bd representative's while on site.